Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient with two helix concerto coils implanted (B)(6) 2021 died on (B)(6) 2021. Details and cause of death and relationship to the coils and procedure were unknown at time initial information was received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was hospitalized on (B)(6) 2021 after experiencing hypoxemia. The patient presented with cardiac arrest at the nursing facility. CPR was administered for 20 minutes on arrival at the ER. There was a pulse, but the patient was in shock. They were intubated and started on vasopressors. Cta of the abdominal and pelvic regions showed large retroperitonel hematoma. Prior to admission, the patient was showing good progress in recovery after successful coil implant. The site assessed the adverse event as probably related to an underlying condition or disease and not related to the procedure. The sponsor assessed the event as possibly procedure related.

Event description:
Additional information received reported that the sponsor updated the assessment as not related with procedure according to the information: retroperitoneal hematoma was there before the index procedure and didn't increase in size at the time of death.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient did embolization procedure on (B)(6) 2021. The access type is arterial and access location is radial. Relevant medications:clopidogrel, unfractioned or low molecular weight heparins; enoxaparin (lovenox); pre-procedure imaging was completed (date of imaging: (B)(6) 2021; type of imaging: CT with contrast; tortuous vessel: mild; target vessel diameter (mm): 3.63mm). There was no access vessel damage or dissection. Post-procedure imaging included CT with contrast (date of imaging: (B)(6) 2021; successful occlusion: yes). Adjunctive procedure was performed and it was confirmed that there was no adverse event. Medical history included cancer; hyperlipidemia; hypertension; peripheral vascular disease; endovenous conditions -embolization; bleeding, traumatic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the site assessment of the event determined the patient adverse event and death was not related to the study procedure or the concerto coils. However, medtronic assessment determined the event was possibly related to the procedure but was not related to the concerto coils. The index procedure was performed 1 month prior to the patient's death.

Manufacturer narrative:
Medical safety assessment: cta of the abdomen showed a large retroperitoneal hematoma. Patient's medical history included cancer, hypertension, hyperlipidemia, traumatic bleeding, and peripheral vascular disease. Patient had coils successfully implanted to left lumbar l4 vessel on (B)(6) 2021 as part of a study for the treatment of a traumatic bleed with no device or procedural complications. Access site during the embolization procedure was performed trans-radially with no reports of conversion to transfemoral approach. Medical safety assesses the death in this case and its reported severity as not related to the device or procedure but rather to the patient's pre-existing underlying medical conditions. No further action recommended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5. Updated with additional information received. This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental MDR's are required unless additional information received makes the event reportable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of patient death was acute blood loss anemia due to a retroperitoneal bleed. Previous additional information received indi cates the retroperitoneal hematoma existed prior to the procedure and was distal to and not associated with the treated area. The site and study sponsor assessments both concluded the events were not related to the medtronic devices or the index procedure. As there is no report malfunction and the events were deemed not associated with the medtronic devices or the procedure, the event no longer meets the definition of a complaint. This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental MDR's are required unless additional information received makes the event reportable.